Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - use after expiration. H3 other text : the customer reported the device was discarded.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. An unknown supera stent was implanted 3 days after the expiration date. Antibiotic regimen administered. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial report, the following information was received: it was reported that the procedure was performed to treat the distal superficial femoral artery to the proximal popliteal artery. A 5.5x100mm supera stent was used. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) for this lot revealed no nonconforming material records (ncmr. The supera instructions for use (IFU) states: ¿use this device prior to the ¿use by¿ (expiration) date as specified on the device package label.¿ the investigation determined the reported complaint was use related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.